Manufacturer narrative:
(B)(4).

Event description:
The lab reported that the zirconia abutment fractured.

Manufacturer narrative:
Abutment was returned. The reported fracture was confirmed. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. This event is being reported due to single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to recall.